Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8782, serial# (B)(4), product type: catheter. Product ID 8782, serial# (B)(4), product type: catheter. Product ID 8782, serial# (B)(4), product type: catheter. (B)(4). Upon device return, analysis of the catheter body found a kink.

Event description:
The device was returned with no alleged product issue.